Manufacturer narrative:
Inspected one opened and used sensor. Performed insertion test and sensor passed per specifications.

Event description:
The customer reported having problems with the sensor and she passed out the night before. The blood glucose level dropped to 20mg/dl and the paramedics were called, they treated with an insulin drip. The customer stated that she called to her endocrinologist the night after and the doctor cut her night basal rates. The sensor alerted her when her glucose level dropped to 53mg/dl. Then the educator called her back and cut the basal rates again drastically. The customer mentioned having lows in the afternoon and nights when asleep, but she uses stuff in a tube that the doctor gave her glucose 15, and she uses glucagon when she is conscious. The customer mentioned that the quick serter never fires. The caller stated that the fold over flap was not dislodged before placing the sensor in the serter. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.